Event description:
Pharmacist reports that 8 pt's in the neonatal intensive care unit received tpn containing double the prescribed amount of sodium acetate. A pharmacy buyer purchased sodium acetate 4 meq/ml instead of sodium acetate 2meq/ml, which the pharmacy usually used. This was not recognized by the individual compounding the tpn. The pharmacist reports no issues with the compounder and attributes the sentinel event to user error. No pt injury resulted per the nurse manager.